Event description:
It was reported by the customer that their insulin pump was alarming. Informed customer alarm is for program safety. During troubleshooting, customer was asked if alarm occurred after battery change or priming. Customer stated it did not. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer declined replacing device before speaking with endocrinologist. Assisted customer with clearing alarm and advised customer to monitor device customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.